Event description:
An infusion pump with a failure code 804:22. Information was not provided regarding whether or not the failure occurred during an infusion. No pts of any pt incident involving this pump.